Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
When the user ligated a clip during a robot-assisted laparoscopic nephrectomy, it got broken at the hook. The broken hook fell in the patient, but was removed by suction. The user opened another cartridge to complete the surgery.

Manufacturer narrative:
(B)(4). Although the lot number was not reported, a potential lot number was found by looking at the sales history. The potential lot number is 73g2100704. Per DHR the product hemolok xl clips 6/cart 84/box lot# 73g2100704 was manufactured on 07/26/2021 a total of (B)(4) pieces. Lot was released on 08/05/2021. DHR investigation did not show issues related to complaint. The customer returned one clip from unit 544250 hemolok xl clips 6/cart 42/box for investigation. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the clip was broken on its hook leg (broken at hook side of hook bosses) and also had both pierced bosses broken off. The broken pieces were not returned. Biological material was observed on the clip, indicating that the sample was used. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage near the hook is consistent with improper loading of the clip or with using damaged appliers. The appliers were not returned for investigation. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken clip - multiple locations" was confirmed based upon the sample received. One loose clip was returned with its hook leg broken at the hook side of the hook bosses and also with both pierced bosses broken off. The broken pieces were not returned. R & d was consulted for this complaint and it was determined that the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. It is unknown how the returned clip was handled during use and the appliers were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
When the user ligated a clip during a robot-assisted laparoscopic nephrectomy, it got broken at the hook. The broken hook fell in the patient, but was removed by suction. The user opened another cartridge to complete the surgery.